Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure via a 6f sheath. Pre-placement of the first prostyle device was successful. When attempting to pre-place the second prostyle, no blood flow was observed from the marker lumen. The prostyle device was removed, cleaned, and then re-inserted into the anatomy but still, no blood flow was observed from the marker lumen. The sutures of a new prostyle device were successfully pre-placed. The evar procedure was completed. Hemostasis was achieved post procedure with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow was observed from the marker lumen¿ was not confirmed once the observed blood was removed from the tubing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.